Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent thrombectomy and atherectomy procedure using a aspirex device. Reportedly, the catheter separated from the bub, exposing the helix at the back of the catheter. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was physically investigated. During physical investigation a catheter was received. It was found that the tube & the adapter were detached from the catheter housing. A clear root cause for these incidents could not be identified but detachment represents a known inherent risk. Labeling review: labeling review, are not applicable for this complaint as it is a complaint not connected to labeling. G3, h6 (component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent thrombectomy and atherectomy procedure using a aspirex device. Reportedly, the catheter separated from the bub, exposing the helix at the back of the catheter. There was no reported patient injury.